Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, he experienced an irritation due to the sensor adhesive patch. She also reported that some sites are itchy. The patient consulted a physician that provided different dressings and cortisone cream to help with the healing process. At the time of the call to dexcom technical support, the patient reported she is worried she will not be able to continue using the system.